Event description:
A report was received that the patient's ipg got hot when it was on and it "over heat" when stimulation was on. The patient underwent an explant re-implant procedure of the ipg and was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of getting hot when stimulation is on could not be verified. The ipg passed all the required functional tests. The device exhibits normal characteristics.

Event description:
A report was received that the patient's ipg got hot when it was on and it "over heat" when stimulation was on. The patient underwent an explant re-implant procedure of the ipg and was doing well following the procedure.